Event description:
It was reported that when trying to monitor the p-wave morphological modification by connecting the red lead to the catheter, the monitor shows the message "leads off", causing the procedure to stop. The issue happens every time the customer needs to insert a peripherally inserted central catheters (PICC).the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that when trying to monitor the p-wave morphological modification by connecting the red lead to the catheter, the monitor shows the message "leads off", causing the procedure to stop. The issue happens everytime the customer needs to insert a peripherally inserted central catheters (PICC). A series of good faith efforts were used to contact a r&d specialist (rds), a clinical liaison specialist (cls) and the field service engineer for the case and confirmed the issue the customer is having. The customer is used to connecting the second ECG lead to the catheter during the tip positioning of the central venous access device. In this way they can monitor the change in the p wave morphology in order to know when they get in the right position. In the email attached an image is linked describing this issue. Since they changed monitors, as soon as they connect the lead to the fluid, the monitor shows the message ¿ECG leads off¿. They solved the issue by using a dedicated monitor (fukuda per fse) for all tip positioning procedures. The fact was investigated by the rds and cls and it was attributed to the change in the ECG hardware, which is confirmed by the service bulletin (sb) attached to the email. The issue confirmed in the sb proves that philips could no longer do this as philips has to display a leads off inop after a certain value of impedance exceedance, which was happening to the customer. The device was in use on a patient. There was no report of patient or user harm. The customer was using braun catheters which with the advent of the x3, caused an "ECG leads off" message due to the need for philips to display such a message after a certain value of impedance exceedance. There was no malfunction with the device itself, but one of a misunderstanding with the customer and the relationship of non philips products with newer philips product hardware.